Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced bleeding and hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During device insertion, the physician noticed that the artery was above the vein. Attempted to get access around the artery, and when the sheath was placed the blood pressure dropped. Bleeding occurred at the access site. The physician checked for hematoma and active bleeding after holding pressure, no hematoma was felt and the pressure stabilized. The patient was given blood to solve the issue. The procedure was cancelled. The patient has fully recovered. The device will not be returned for analysis.